Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer was experienced high blood glucose level. Customer¿s blood glucose level was 500 mg/dl at the time of call. Customer tried to do a bolus. Customer was on auto mode. Customer also reported that the insulin pump had insulin flow blocked alarm and the insulin was exited. Troubleshooting was declined for high blood glucose. The insulin pump will not be returned for analysis.